Manufacturer narrative:
Unit received with intermittent down button response due flattened dome (creased). No cosmetic damage noted.(B)(4)

Event description:
The customer reported via phone call that the insulin pump's down arrow button was unresponsive. Customer stated that at times it would respond, but had to be pushed extremely hard. The customer stated that she leaves the insulin pump in the bathroom with her while showering, possibly exposing it to moisture. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.